Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and no issues were found that would be related to the reported event. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was unable to determine root cause.

Event description:
It was reported that after a da vinci assisted surgical procedure the integrated electro surgical unit (iesu) on the vision side cart had an error, the customer decided to replace the iesu. The procedure was completed with no report of patient injury.